Manufacturer narrative:
The reported observation of the communication was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed magnet applications and errors indicating the bluetooth ble was reset by a magnetic field. When a bluetooth ble reset occurs communication between a programmer and implantable pulse generator (ipg) can be interrupted for a period. The device was placed into surgery mode on the observation date using an external device. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Based on the investigation performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient¿s both leads migrated resulting in ineffective therapy. Additionally, patient¿s ipg did not connect with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2026 wherein the leads were repositioned and the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.